Event description:
It was reported that the patient requires revision surgery due to migration of the femoral component, likely related to osteonecrosis of the femoral head found on x-ray. (B)(6) 2013 mild left hip pain reported. Patient's symptoms returned after changing a tire on a vehicle. Afterwards experienced groin and thigh pain. Extensive yard work patient experienced pain to anterior thigh region. Surgeon explained that there was a lucency noted along the stem of the femoral component which may be indicative of some loosening; however, the patient had very little discomfort regarding his activity level at that time. (B)(6) 2013 left leg edema reported.